Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Foreign object found in keytruda bag. Event details: after preparing 4 vials of keytruda and collecting drug solution from each vial, infuse the solution into an infusion bag, and before dispensing the infusion bag to the nurse, the auditor checked inside the bag and found a small foreign object. We would like an analysis of the size of the coring. (It is mixed in the bag.) A lot of the injector is unknown. The event occurred after the protector and injector were connected. The product that was connected to the infusion bag was 515309.

Event description:
No additional information.

Manufacturer narrative:
Pr 12208435 follow up MDR for device evaluation: it was reported that particles were observed inside the IV bag. For investigation, one IV bag, one l-connector, and a device not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. The particle was inspected under the microscope and it was determined to be consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, a definitive root cause cannot be identified at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.